Event description:
On (B)(6) 2025, the user reported ongoing issues with the ilet since self-starting without formal training. The agent explained the importance of completing training to understand the device¿s features, such as pause mode and how to manage highs and lows while the ilet is still learning. The user reported post-meal bg elevations up to 200 mg/dl, followed by lows due to announcing meals while bg run mode was active, causing insulin stacking. The agent arranged to notify the clinical diabetes specialist (cds) ahead of the user¿s scheduled training. The lowest blood glucose (bg) recorded was 20 mg/dl, and the highest was 266 mg/dl. Bg was corrected with one glucose tablet and peanut butter crackers for the low and by allowing the ilet to correct the high bg with corrective algorithm. The user felt fine during both events. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.